Event description:
On (B)(6) 2012, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Post-operatory the patient developed occlusion of the left internal iliac artery. Therefore, the physician performed an embolectomy. The occlusion was resolved and the patient had good perfusion to the leg.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.